Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip cable was broken at the distal idlers. The idler pulley spun freely and exhibited pulley rim and face damage. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the mega suturecut needle driver instrument wire was noted to be broken prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.